Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lot number 62538. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported xen®45 gts had migrated back into the anterior chamber where approximately 2.5mm of the xen®45 gts was present in the right eye. Physician had repositioned the xen with forceps at the slit lamp so that the 3, 2, 1 positioning was evident in the subconjunctival space, sclera and anterior chamber respectively. Patient was seen again and the reported event has been resolved. The device remains implanted.